Event description:
It was reported that suture placement in the common femoral arteries was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to endovascular aneurysm repair (evar) interventional procedure. The right common femoral artery was mildly calcified. There was a venous sheath next to the arterial sheath during the closing procedure. The suture of the first proglide device was successfully preplaced using the pre-close technique. Reportedly, the suture of the second proglide device pulled out the suture of the first proglide device. Two additional proglide devices had suture breaks. Two more proglide devices had cuff misses. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique on each side. The sheath was upsized to 21 f and the evar procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of two devices on each side. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in mildly calcified vessels. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The five other perclose proglide devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed. Additionally, one anterior cuff tab was broken off and not returned with the device. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cuff miss incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.